Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with seizure-like symptoms and significant bradycardia. They administered medication to the patient which they did not tolerate very well and was vomiting. It was noted that their pacemaker was not capturing and it was identified that the right ventricular (rv) lead exhibited loss of capture even at the devices maximum programmable outputs. Some intermittent capture was also observed when the patient was lying on their right side. The right ventricular (rv) lead and the remaining system was programmed off and inactivated and will be removed at a later date. A new implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.